Event description:
Additional information was received from the manufacturer representative confirming that the connection difficulties were resolved after the procedure.

Manufacturer narrative:
Continuation of d10: product ID 748240, serial# (B)(6), implanted: (B)(6) 2003, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 748240 lot# serial# (B)(6) implanted: (B)(6) 2003: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 748240, serial/lot #: (B)(6), ubd: 04-mar-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced difficulty connecting to their left dbs battery via the recharger or patient programmer, which had been an issue for several months. The patient¿s neurologist and the manufacturer's representative were unable to connect to the battery using their respective devices, and an x-ray confirmed that the battery was not flipped. Upon assessment, the pocket adaptor was found to be positioned in front of the battery, which could potentially cause interference and disrupt communication with external devices. Surgical intervention occurred on 7/1, during which the battery was replaced, and the pocket adaptor was repositioned behind the new battery. Impedance checks post-surgery showed normal values. The issue has been resolved, and the healthcare professional may have further information regarding this event.